Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k fsi-sli-10s insert, the insert tip was overheating; no injury resulted.

Manufacturer narrative:
The inserts was inspected and found to be 100% clogged. The insert was not tested for temperature due to being 100% clogged. After inspecting the insert it was found to have medicament clogging the insert. The insert was tested using a g-136 unit, the test unit # was g136-01906, thermometer ID # 6112 (cal date 11/08/16 - cal due 11/30/17). In conclusion the complaint for the insert getting hot has failed for having no water flow caused by medicament.